Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Publication reference: amer sayed, m. S.-b. (2019). Tavr with sapien 3 for very large annulus complicated by late severe paravalvular leak and treated with late balloon pot dilation. 2019 pcr london valves (pp. 1 - 14). European society of cardiology.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per presentation, the cause for the pvl five months post implant was a very large annulus and a larger lvot outside the IFU for balloon and self-expandable valves. The cause for the central insufficiency post-dilation was related to possible valve overexpansion. There was no allegation or indication a product deficiency contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per presentation presented at pcr london valve conference, "tavr with sapien 3 for very large annulus complicated by late severe paravalvular leak and treated with late balloon post dilation". A (B)(6) male with severe symptomatic aortic stenosis was treated with a 29mm sapien 3 valve. A bav was performed and a sapien 3 valve implanted with 3ml additional volume over the nominal volume (33ml). The valve was assessed and there was a need for post dilation. Approximately 5 months post implant, the patient presented with worsening doe and a new onset af treated with successful tee guide dccv. The patient remained symptomatic and tee indicated at least moderate-severe pvl with normal lvef. A bav was performed for re-expansion of the valve. Echo noted no pvl but central aortic insufficiency (ai) related to valve overexpansion. The initial ai resolved on 1-day post-operative. Per presentation, the significant pvl was likely missed on echo (tte) because of poor imaging windows. The patient¿s native annulus measured 27.8cm x 32.5cm by echo with an area of 715mm2 measured by CT. The sov measured 37.4mm x 40.4mm x 42.4mm and the stj was 34.9mm x 35.7mm.